Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/24/2019. Device evaluation: sample was received on 12/24/2019. Visual inspection revealed that the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The lens was returned outside the preloaded device and cut in two pieces. One of the haptic was observed detached. The detached haptic piece was observed caught in cartridge. No damaged was observed to the other haptic. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation ,there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 intraocular lens (iol) while being injected into the patient¿s eye, the trailing haptic got stuck in the injector. There was already partial delivery of the lens. It was also stated that incision enlargement and sutures were performed. It was learned that the patient¿s post-op visual acuity was 20/25. No other information was provided.